Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Clinical specialist reported patient's infusion device has damage on it. Clinical specialist stated when she looks at the screen it is difficult to decipher between a 1 and a 9. Clinical specialist reported there are black spots on the display and a large squiggle on it. Clinical specialist stated patient did not require outside assistance. Requested return of the alleged infusion device for evaluation.